Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 52 mg/dl and 53 mg/dl. It was stated that the customers sensor glucose has been off. Customer was suggested that monitoring the sensor or change it out as this issue may correct itself. Customer mentioned that maybe it could be the transmitter. Customer received a guardian connect, it did not connect to the insulin pump. It was unknown if the auto mode was active at the time of incident. The insulin pump will not be returned for analysis.